Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, low sensing amplitudes or poor morphology, variable impedance measurements and loss of capture with asystole of approximately two seconds. It was noted that an x-ray showed similar lead placement as the post-implant x-ray and the lead did not appear to have dislodged, perforated or pulled back. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, low sensing amplitudes or poor morphology, variable impedance measurements and loss of capture with asystole of approximately two seconds. It was noted that an x-ray showed similar lead placement as the post-implant x-ray and the lead did not appear to have dislodged, perforated or pulled back. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, low sensing amplitudes or poor morphology, variable impedance measurements and loss of capture with asystole of approximately two seconds. It was noted that an x-ray showed similar lead placement as the post-implant x-ray and the lead did not appear to have dislodged, perforated or pulled back. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.